Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was also noted that the implantable pulse generator (I pg) device time may be off by twelve hours from time of transmission.  The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.